Event description:
It was reported that the customer had been on insulin for about 20 years. Customer got a new pump and started using the mio. Last night, the customer kept getting no delivery alarms. The issue was resolved through an infusion set change. Customer had a blood glucose level of 500 mg/dl, so they took a manual injection. The first time, the plunger was working, but the second time there was a no delivery alarm. The third set is being worn now and is fine. Customer had 2 episodes of diabetic ketoacidosis. Customer's current blood glucose level was 568 mg/dl. Customer was on a road trip and did not have enough insulin so they waited 5 hours before they could get some insulin. Customer was nauseous and did not contact her health care professional. Customer treated with a syringe once she got home. Customer was throwing up this morning. Customer did not have a tubing clamp. Pump settings were correct. Customer will call back to finish troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).